Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen (2000 mg/ml at 185 mg/day) via an implantable pump for an unknown indication for use. It was reported a lead dislodgement occurred on (B)(6) 2015. It was unknown what troubleshooting occurred. Surgical intervention occurred in the form of repositioning. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the device issue. The issue was resolved. The patient status was alive ¿ no injury. No further complications were reported or anticipated. The patient¿s medical history included paraplegia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.